Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "scan error" message with the freestyle libre 2 sensor. The customer could not obtain scan readings, and subsequently experienced sweating, seizure, and loss of consciousness. The customer was treated with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a "scan error" message with the freestyle libre 2 sensor. The customer could not obtain scan readings, and subsequently experienced sweating, seizure, and loss of consciousness. The customer was treated with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Attempted communication between returned sensor and a retained reader. The reader and sensor communicated successfully and no error message was observed. No malfunction or product deficiency was identified, therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.